Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic gastrectomy procedure, when the device was used, the fire button was not pressed, but firing was performed in the body cavity. The physician clearly said, that this was a man made operational error, so there was no problem. Another product was used to complete the case and resolve the issue.